Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-1564, 1565. The pt had two 3163 leads implanted with the same lot number. It was reported the pt's pns leads had eroded through his skin. It was also reported the pt was experiencing an increased charge burden. The pt's entire scs system was replaced with a new one. The pt is now receiving effective stimulation and the erosion is resolved.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.